Manufacturer narrative:
Concomitant medical products: 0137 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation from their left ventricular (lv) lead. The lead was reprogrammed, but the problem persisted. The lead remains in use. No further patient complications have been reported as a result of this event.